Event description:
Cook gastrostomy feeding tube was placed in 2009, pulled away from the plastic hub and the thread broke in the same month. It could not be reattached, and the tube had to be replaced. We were later advised that this was an accidental event as they cut the thread because they did not know what it was. The pt was taken to rehab and then released.

Manufacturer narrative:
Expiration date unk as lot is unk. Evaluation: still under investigation at this time.